Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material which was bigger than the inner diameter of the air/water nozzle entering inside the air/water channel, which resulted in clogging. The cause of entering of the foreign material was unable to be specified since detailed information of handling was unavailable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, nozzle had foreign objects, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob out of the standard value, angle rubber scratched, adhesives around objective lens had white-clouded area, adhesives around light guide lens had white-clouded area, adhesive on angle rubber chipped, adhesive on angle rubber cracked, adhesive on angle rubber had white-clouded area, due to clogging of nozzle, water removal ability did not meet the standard value, suction cylinder shaved, protector of universal cord on control section side scratched, switch 1, 2, 4 and 5 scratched, and distal end cover dented. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, colonovideoscope to the olympus service center for servicing. Upon inspection and testing of the customer returned device, foreign material was found exiting the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.